Manufacturer narrative:
The subject used sample was received on monday, february 19, 2018. The sample was examined by a senior engineer. It was observed that the anchor fast device exhibited a break at the spline. The level of separation appears to be located at the lower 2 notches in the spline, directly opposite the living hinge of the security clamp snap tab. A CAPA has been initiated to investigate the root cause of this event and to determine corrective/preventative actions.

Event description:
It was reported that while two nurses were inserting an orogastric (og) tube into a patient, the plastic piece of the anchorfast that attaches to the endotracheal tube snapped off. The endotracheal tube was dislodged approximately one centimeter. The nurses were able to grab the tube and push it back in successfully. Patient was noted to have a very difficult airway.